Event description:
Additional information was reported that, on (B)(6) 2012, the charging was not advancing as fast as before. On the implantable neurostimulator recharger (insr) stats sheet, information showed that out of 6 recharging sessions, she successfully charged 3 times with 4 tries were on one day. She was only spending about 15-30 minutes recharge per session. On one day she spent a total of 42 min. The patient felt increase in dystonia symptoms. While the patient was cooking which would trigger dystonic symptoms in her hands and left leg (hand symptoms would trigger leg). Those symptoms were happening post-gym as well. The patient increased her left body voltage to 4.7 during the(B)(6) 2012 time period to combat increased symptoms she was experiencing (pulling in leg and hip and increased tremor in her hands). Prior to that, her left body was at 4.3. The patient was symptom free from (B)(6) 2011 to (B)(6) 2012 in her left at this voltage. Md reported short circuits and high current on program c+, 3-, and 4-. The implantable pulse generator was replaced. Two weeks after replacement, the patient stated that the recharging time was noticeably quicker than her old battery. The patient had not seen any error message on the controller. The incision looked good. No redness or oozing. The patient didn't have increased dystonic symptoms during cooking or symptoms in her hands that triggered symptoms in her leg.

Event description:
Additional information received reported: manufacture's representative saw patient at clinic last week (B)(6) 2012. They performed all recommended impedance tests (electrode and therapy) at different positions and head tilts. The trend was very low impedance consistently ranging from 300-400 with a few 500's. The patient felt tingling in chest around implantable neurostimulator area when she turned stimulation to 4.9v with the patient programmer. The patient had been scheduled for surgery to investigate possible issue with short circuit on (B)(6) 2012 with a neurosurgeon.

Event description:
It was reported that the patient had recharging issues. It was also reported that the patient observed a 'call your doctor' icon on her patient programmer (pp). The patient saw her physicians for reprogramming on (B)(6) 2012. After her appointment, she checked to make sure her pp and implantable neurostimulator recharger (insr) were working properly. The pp gave 'the same signal' and the patient returned to her physician, where 'it worked fine.' It was concluded that the pp might have taken a 'little bit of time to adjust to the doctor's reprogramming.' That evening, the patient used her pp and increased the voltage from 4.3 to 4.5 volts. On (B)(6) 2012, the patient attempted to increase the stimulation up to 4.7 volts, but the pp 'did not work.' The patient changed its batteries, turned in on and off several times, tried repositioning it over her implantable neurostimulator (ins) several times (with and without a bra on as well as standing and lying down) and turned her ins off and 'let it rest' before trying it again. It was a 'big problem' for the patient, as her symptoms were 'increasing' and she wanted to adjust her settings. The patient was still able to use her insr; it indicated that the battery was on and fully charged. Additional information received reported that the error message number on the pp was out-of-regulation (oor). Additional information received reported that the electrode configuration was not changed at her reprogramming session and that her stimulation voltage was increased by 0.2 volts on the right brain by the patient at home. The patient's electrode configuration was double monopolar on each side; the left brain was programmed to c+, 1-, and 2- at a stimulation amplitude of 3.1 volts, a pulse width of 60 microseconds, and a rate of 130 hz; the right brain was programmed to c+, 5-, and 6- at a stimulation amplitude of 4.3 volts, a pulse width of 60 microseconds, and a rate of 130 hz. It was noted that the patient was given an additional group, c, on her pp on the right brain programmed with the 'same contact' and with a pulse width of 90 microseconds, a rate of 130 hz, and a lower voltage of 3.5 volts (with a range between 2.5 and 4.5 volts). It was further noted that the patient's most recent programming session before (B)(6) 2012 was on (B)(6) 2011. Impedances read at this programming session were 664 ohms on the left brain and 692 ohms on the right brain. On (B)(6) 2012, impedances were 482 ohms on the left brain and 457 ohms on the right. It was noted that the patient's symptoms were only slightly worse on the left side of her body. Additional information received reported that the manufacturer representative was not able to adjust the patient's stimulation. It was noted that a 'call your doctor' and oor condition were observed. It was further noted that the patient had exchanged out pp's with the manufacturer before. Additional information received noted that following a detailed impedance test, while the patient was lying on her stomach, a low impedance of 399 ohms was detected in the right system. It was indicative of the cause of the oor condition observed on the pp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the device, serial # (B)(4), found no anomaly. It was noted that the duration of the last six recorded recharge sessions were not long enough to obtain a significant charge to the battery. Analysis of the adaptor, product #64002, found no anomaly. Analysis of the plug, product #3550-29, found no anomaly.

Manufacturer narrative:
Product type extension, product ID 64002, lot # unknown; product type programmer, patient product ID (B)(4), lot # unknown.

Manufacturer narrative:
Product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 37642, serial#: (B)(4), product type: programmer, patient; product ID: 3387s-40, lot#: v012907, implanted: (B)(6) 2006, product type: lead; product ID: 3387s-40, lot#: v012907, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).